Event description:
Healthcare professional (hcp) clarified patient was injected with 2ml of juvéderm¿ voluma¿ with lidocaine in the cheeks, jw1, and jw2 area; about a month later, patient was injected with 2ml of juvéderm¿ voluma¿ with lidocaine in the mid-face and cheeks. About (B)(4) months later, patient was injected with 1ml of juvéderm® volift¿ with lidocaine in the tear trough and 1ml of juvéderm® volbella® with lidocaine in the lips. Additionally, hcp reported ¿lmx cream¿ was applied before the injection and chlorhexidine was applied before and after injection. Witch hazel gel was also applied after. Additionally, prednisolone was also prescribed as treatment.

Manufacturer narrative:
Additional data: a.2., b.5., b.7., c, d.1., d.4., d.11., h.4., h.6., h.8. Continued d.11. Concomitant therapies: solbutamol and beclometasone inhalers a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Concomitant medical products: salbutamol and beclometasone with formoterol inhalers, intermittently takes the copd rescue pack of prednisolone and doxycycline when feeling tight chested. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a fit and active patient who plays tennis regularly was consulted to restore extensive volume loss. 7 days later, the patient was injected in the cheeks, jw2 region, and jaw angle with 4 ml of unspecified juvéderm® voluma®. Almost a month later, the patient was injected in the mid face with 2 ml of unspecified juvéderm® voluma®. The patient was consulted about a month later; patient refused treatment due to being unwell with chest infection and started a course of antibiotics a week prior. About 2 weeks and a half later, the patient was injected in the tear trough, mid cheek, lip, and perioral region with 2 ml of juvéderm® volift¿ with lidocaine. Almost a month later, the patient¿s treatment was reviewed. The patient was happy, and filler settled. The patient had no problems with how the filler was looking or settling up until approximately 4 months later. The patient arrived to the clinic with what seemed to be palpable and visible delayed onset nodules. With appearance, the left eye was the major concern, as it was very red, warm to touch, swollen and very hard to touch. Oedema visible to tear trough region. There were also palpable hard lumps to the mandibular angles and left lower face to the side of lip a pen lower lip (right side) though not inflamed. The patient informed the injector during the appointment that felt had a sinus infection start mid the previous week and had been suffering with flare ups of this for past few months. Not thinking it was anything to do with the filler, the patient went to ed at the weekend as had noticed the swelling start to the left mid cheek and eye, the patient was referred to another department who aware that the patient has filler there said it may be that but also could be sinus infection or an abscess, so the patient was sent home with a course of flucloxacillin and asked to return. The patient was taken into the treatment room to assess and get a history. The patient was advised that this is most definitely the filler that has become inflamed and hard though due to the time of the last injection, there is most likely an infection somewhere to trigger it with the source potentially being around here left eye area as it is inflamed. It was concluded to prescribe duel course antibiotics of clarithromycin 500mg bd and doxycycline 100mg bd and prednisolone 30mg od. It was also decided to attempt to dissolve some of the filler to try ease the pressure using hyaluronidase. 600u were injected between 3 sites where the worst lumps are which were left mid cheek, lower left face and right mandibular angle. The patient tolerated well and stated to have felt the pressure relieve slightly. On the following day, the patient reported to feel that things have gone down slightly, but still swollen and has been taking medication as instructed. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00583 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00582 (allergan complaint # (B)(4)). This is the third MDR submitted for the third suspect product, juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.